Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 320 which was not reproduced. System error 320 was confirmed through review of the event history log. This was caused by an out of specification upper hook screw gap. The device was calibrated to correct this condition.

Event description:
It was reported that a spectrum pump displayed system error 320 during therapy (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown.